Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device dislocation ("migration of implant") and abdominal infection ("abdominal infection") in a 36-year-old female patient who had essure (batch no. 829063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia, spotting vaginal, threatened abortion, multigravida, thrombocytopenia and cesarean section. Previously administered products included for birth control: loestrin fe; for an unreported indication: prefera ob. Concurrent conditions included hashimoto's thyroiditis, anemia, bloating and autoimmune thyroiditis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced syncope ("syncope") and was found to have ejection fraction decreased ("low ejection fraction"), 3 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic mass ("pelvic mass") and pulmonary mass ("pulmonary nodules"). On (B)(6) 2016, the patient experienced abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and ovarian mass ("ovarian mass"). The patient was treated with levothyroxine sodium (synthroid), lisinopril and surgery (appendectomy, hysterectomy with bilateral salpingectomy and unilateral oopherectomy and laparotomy, total abdominal hysterectomy, bilateral salpingectomy left oophorectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device dislocation, abdominal infection, syncope, pelvic mass, pulmonary mass, pelvic pain, ejection fraction decreased and ovarian mass outcome was unknown and the back pain, abdominal distension and abdominal pain was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, back pain, device dislocation, ejection fraction decreased, ovarian mass, pelvic inflammatory disease, pelvic mass, pelvic pain, pulmonary mass and syncope to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy recovery. Three to four coils were visible on the patient¿s left side and three to four coils were visible on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and abdominal infection ("abdominal infection") in a 36-year-old female patient who had essure (batch no. 829063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia. Previously administered products included for birth control: loestrin fe; for an unreported indication: prefera ob. Concurrent conditions included hashimoto's thyroiditis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced syncope ("syncope") and was found to have ejection fraction decreased ("low ejection fraction"), 3 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic mass ("pelvic mass") and pulmonary mass ("pulmonary nodules"). On (B)(6) 2016, the patient experienced abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and ovarian mass ("ovarian mass"). The patient was treated with levothyroxine sodium (synthroid), lisinopril and surgery (appendectomy and hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal infection, syncope, pelvic mass, pulmonary mass, pelvic pain, ejection fraction decreased and ovarian mass outcome was unknown and the back pain, abdominal distension and abdominal pain was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, back pain, device dislocation, ejection fraction decreased, ovarian mass, pelvic mass, pelvic pain, pulmonary mass and syncope to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abdominal infection, low ejection fraction, pelvic mass, pulmonary nodules, bloating, abdominal pain, lower back pain, syncope, ovarian mass were added. Lot number, patient information, new reporter, medical history, lab data, treatment and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), uterine infection ('uterine infection'), device dislocation ('migration of implant'), appendicitis ('infection in appendix'), abdominal infection ('abdominal infection'), autoimmune thyroiditis ('autoimmune disorder type of disorder:hashimoto's disease'), syncope ('syncope') and ovarian mass ('ovarian mass') in a 36-year-old female patient who had essure (batch no. 829063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia, spotting vaginal, threatened abortion, multigravida, thrombocytopenia, cesarean section, tonsillectomy, urinary tract infection, bowel cancer, blood pressure high and irregular menstruation. Previously administered products included for birth control: loestrin fe from 2008 to 2010; for an unreported indication: prefera ob. Concurrent conditions included hashimoto's thyroiditis, anemia, bloating and autoimmune thyroiditis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant) and was found to have ejection fraction decreased ("low ejection fraction"), 3 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating/abdominal bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced pulmonary mass ("pulmonary nodules,lung nodules"). On (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) and pelvic mass ("pelvic mass"). On (B)(6) 2016, the patient experienced abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant). The patient was treated with levothyroxine sodium (synthroid), lisinopril and surgery (appendectomy, hysterectomy, hysterectomy with bilateral salpingectomy and unilateral oopherectomy and laparotomy, total abdominal hysterectomy, bilateral salpingectomy left oophorectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, uterine infection, device dislocation, appendicitis, abdominal infection, autoimmune thyroiditis, syncope, ovarian mass, pelvic mass, pulmonary mass, pelvic pain and ejection fraction decreased outcome was unknown and the back pain, abdominal distension, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal infection, abdominal pain, appendicitis, autoimmune thyroiditis, back pain, device dislocation, ejection fraction decreased, menorrhagia, ovarian mass, pelvic inflammatory disease, pelvic mass, pelvic pain, pulmonary mass, syncope, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy recovery. Three to four coils were visible on the patient¿s left side and three to four coils were visible on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received : following events were added :hashimoto's disease, abnormal bleeding(vaginal,menorrhagia),uterine infection,appendicitis.outcome of the event abdominal pain,lower back pain,abdominal bloating was changed from recovering/resolving to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device dislocation ("migration of implant") and abdominal infection ("abdominal infection") in a 36-year-old female patient who had essure (batch no. 829063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia, spotting vaginal, threatened abortion, gravida ii, thrombocytopenia and cesarean section. Previously administered products included for birth control: loestrin fe; for an unreported indication: prefera ob. Concurrent conditions included hashimoto's thyroiditis, anemia, bloating and autoimmune thyroiditis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced syncope ("syncope") and was found to have ejection fraction decreased ("low ejection fraction"), 3 years 9 months after insertion of essure. In (B)(6)2015, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic mass ("pelvic mass") and pulmonary mass ("pulmonary nodules"). On (B)(6) 2016, the patient experienced abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and ovarian mass ("ovarian mass"). The patient was treated with levothyroxine sodium (synthroid), lisinopril and surgery (appendectomy, hysterectomy with bilateral salpingectomy and unilateral oopherectomy and laparotomy, total abdominal hysterectomy, bilateral salpingectomy left oophorectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device dislocation, abdominal infection, syncope, pelvic mass, pulmonary mass, pelvic pain, ejection fraction decreased and ovarian mass outcome was unknown and the back pain, abdominal distension and abdominal pain was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, back pain, device dislocation, ejection fraction decreased, ovarian mass, pelvic inflammatory disease, pelvic mass, pelvic pain, pulmonary mass and syncope to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy recovery. Three to four coils were visible on the patient¿s left side and three to four coils were visible on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-dec-2018: medical record received - new event 'pelvic inflammation' was added. Historical and concomitant conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.